Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from middle port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between july 14, 2018 - july 15, 2018. One sample was received for evaluation. The bag was cut in the top left corner where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a leak was observed at the spike port cap. The reported condition was verified; however, the cause of the condition could not be determined. This issue is being further investigated. The other four devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.